Event description:
Complainant alleged that while attempting to treat a pt the device was unable to charge energy as it had incorrectly switched modes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.